Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - earth leakage current failed performance spec: earth lc normal 56.2 microamps (4.0 - 300.0), earth lc reverse 793.0 microamps (4.0 - 300.0), earth lc single fault normal 728.9 microamps (4.0 - 500.0), earth lc single fault reverse 808.1 microamps (4.0 - 500.0). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test: earth lc normal 56.2 microamps (4.0 - 300.0), earth lc reverse 793.0 microamps (4.0 - 300.0), earth lc single fault normal 728.9 microamps (4.0 - 500.0), earth lc single fault reverse 808.1 microamps (4.0 - 500.0). The device was evaluated by the product analysis lab (pal) and the problem was neither confirmed nor duplicated. The assignable cause for the rite electrical test failed earth leakage current tests was undetermined. Device was sent to service.